Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during talus surgery when the screw was placed on a dense bone at the talus, it began to crumble. It was necessary to use another screw with a lager diameter. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device ar-1555bc. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the screw broke during use. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.